Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an explant procedure of an out of service right ventricular (rv) lead, it was able to be retracted with gentle traction to the subclavian but would not come out further. A laser was advanced over the lead but could not be advanced beyond an area of dense fibrosis in the mid subclavian. It was then attempted to advance a sheath over the lead, but this could not be advanced through the area of fibrosis. "Snowplowing" of the outer insulation was suspected at this site. A different laser was tried and advanced to the tip of the lead. Traction was held but could not bring the tip into the sheath. With constant traction, the lead broke leaving just the very tip of the lead embedded in the rv. The lead was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Analyst noted that the lead was returned with a lot of ex-plant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.